Event description:
It was reported that the patient felt heat from the stimulator when charging and cannot charge for longer than an hour. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb.